Event description:
It was reported that during a laparoscopic low anterior resection, some staples were formed in lumbricoid shape and some staples were unformed from the middle to the distal end of the cartridge at the second firing on the rectum. After the event, it was found that the second cartridge was damaged. The cartridge was gold. A device of anastomosis was changed from 25 millimeters to 29 millimeters for cutting the malformed staple site. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: batch # m53998. The analysis found that one pse60a device was returned in good visual condition and with two ecr60d cartridge reloads present. Cartridge (b) was received fully fired and in good visual conditions. Cartridge (c) was received with the right side fully fired, left outer row fully fired and the left two inner rows partially fired 1/2. Upon further inspection the cartridge deck and some drivers were noted to be damaged. The damage to the cartridge (c) is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore, there is not enough space for the sled pushing the driver to continue its run, this is the reason why sometimes the sled gets damaged. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).